Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vaso view 7 xs bipolar scissors failed to actuate although the surgeon was able to move the handle. The device was removed from the subcutaneous tissue and it was observed that the tube at the end of the scissors was ripped; it expanded and contracted upon opening and closing the handle. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has been returned to factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).